Event description:
A report was received that the patient was experiencing burning sensation near the implant site when stimulation was on or off. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20521739.